Manufacturer narrative:
Added usage of device.

Manufacturer narrative:
The service bench repair replaced the power supply, cpu board, power management board and the motor controller board to address the reported issue.

Event description:
The customer reported that the ventilator has burnt odor and won't power on. The customer reported there was no patient involvement.